Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate for atrial driven arrhythmia. The arrhythmia was detected in ventricular tachycardia (vt) vt-1 zone with an average rate between 142 and 152 beats per minute (bpm). The presenting electrogram (egm) of the episode shows a 1:1 atrioventricular (av) rhythm with therapy appropriately withheld until an atrial signal falls in a blanking period and v>a criteria is satisfied. Further review is recommended. The battery longevity is normal and the lead measurements satisfactory. The ICD remains in service and no adverse patient effects were reported. Additional information received advised theicd provided atp therapy to convert an arrhythmia. Therapy was noted to be inappropriate for atrial driven arrhythmia. The arrhythmia was detected in ventricular tachycardia (vt) vt-1 zone with an average rate between 145 and 155 beats per minute (bpm). The presenting electrogram (egm) of the episode shows a 1:1 atrioventricular (av) rhythm with therapy appropriately withheld. It was noted, there was oversensed noise observed on the shock egm. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. The device and this right ventricular (rv) lead remain in service.